Event description:
Glucose kept rising, kept checking the pump and it seemed like it was distributing the insulin. When I got to the ER glucose reading was almost 700. I was hospitalized for 5 days trying to get it under control. They ended taking me off the pump and I am doing everything manually because insurance won't cover anything now but the medtronics pump. I am stuck with it till 2/22. FDA safety report ID # (B)(4).